Event description:
It was reported that air was present in the device. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During advancement of the wds in the was, air was visualized in the delivery sheath. At this time, the physician pulled the device out to re-flush it and aspirate the sheath. The procedure was successfully completed as planned. No further interventions or patient complications were noted. Patient is in good condition.